Event description:
Rod on 1 side of construct slipped thru the timx slotted connector and twister connector. The rod migrated up toward the head, construct at l4-s1. Patient is doing well and surgeon has taken no action at this time. As surgical intervention may be required an MDR is being filed to document this event.